Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured in the distal part at 12atm. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.